Event description:
It was reported by the customer that the bd pyxis anesthesia es system mini drawer was not detected on bus. The customer attempted to power off the system from the wall and rebooted via switch, flicked the rear latches to release the mini tray, powered down and reseated the cable into the green board, but to no avail. The customer stated that they were unable to complete count of medication prior to commencing case. Case was shifted to different theatre. They were unable to proceed with case as mini drawers are locked and inaccessible. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the mini drawer control board had burned out. A field service engineer replaced the control board and identified that the single wide pocket was not opening beyond the first position. Consequently, the engine module was replaced, the system was reconfigured and had the technical support specialist to unload the medications from the database to assign the new controller. The system functioned as intended after the field service engineer troubleshot the device.